Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a history of high thresholds and the lead was repositioned. It was subse- quently explanted due to dislodgement.